Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, h3, h4, h6: product 292.160.01, lot 390p275: manufacturing site: balsthal. Release to warehouse date: september 23, 2021. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It as noted the procedure was completed successfully with no additional medical intervention needed and no delay. The patient outcome was reported as okay.

Event description:
Device report from (B)(6) reports an event as follows: a guide wire is used to temporarily fix the distal humerus plate and when it is removed with a motor, it breaks, leaving a fragment in the patient's bone. This report is for one (1) k-wire ø1.6 l150 sst. This is report 1 of 1 for complaint (B)(4)..

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.